Event description:
It was reported that upon preparing the device, the scrub tech having difficulty deflating the device. Proper steps were taken when preparing the device and the device inflated, but when pressing the release valve, no fluid would exit the cylinders. The physician tried several trouble shooting techniques such as the hard reset and alternating between the inflate bulb and deflate button. At one point, we were able to deflate the device, but upon re-inflating, the same issue occurred. The physician was not comfortable implanting this device, so an alternate device was used to complete the procedure. A valve issue within the pump was suspected. There were no patient complications related to this event.

Event description:
It was reported that upon preparing the device, the scrub tech having difficulty deflating the device. Proper steps were taken when preparing the device and the device inflated, but when pressing the release valve, no fluid would exit the cylinders. The physician tried several trouble shooting techniques such as the hard reset and alternating between the inflate bulb and deflate button. At one point, we were able to deflate the device, but upon re-inflating, the same issue occurred. The physician was not comfortable implanting this device, so an alternate device was used to complete the procedure. A valve issue within the pump was suspected. There were no patient complications related to this event.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory the returned components underwent a thorough analysis. Inspection of the cylinders and pump found no abnormalities and passed the leak testing. The pump also passed the functional testing performed. Based on the information available, the reported observations were unable to be confirmed.